Manufacturer narrative:
(B)(4). The cause of death was reported as ¿suspected myocardial infarction¿, however, this was not confirmed. On an unknown date, peritoneal dialysis (pd) therapy was discontinued due to end stage renal disease (esrd). Hospice was not involved prior to the patient¿s death. It was reported that an esrd death notification is not available. An autopsy was not performed. The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (apd) therapy. The cause of death was unknown. The patient was not hospitalized prior to death; the patient died at home. It was unknown if the patient was connected to the home choice (hc) device at the time of death. It was not reported if apd therapy was ongoing until the time of death. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The returned device was evaluated by the product analysis laboratory (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.